Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The infusion set was changed the day prior to the hospitalization. It was also stated that the customer changes the infusion sets every four to five days, not the recommended two to three. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.